Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained rv oversensing was observed. Review of egm noted low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Programming changes were recommended. No programming changes were made. Patient will be monitored with routine follow-up.